Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 2447275, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6014603 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac 14, on 26-jul-2025, with a total of (B)(4) units. The sub-assembly, welding: the lot 5g01392 was manufactured according to the wi version 34 welding in the machine ls24, ls25 & ls11 on 05/jul/2025, with a total of (B)(4) units. The lot 5g04121 was manufactured according to the wi version 34 welding in the machine ls06 & ls07 on 25/jul/2025, with a total of (B)(4) units. The lot 5g00845 was manufactured according to the wi version 34 welding in the machine ls24 & ls25 on 25/jul/2025, with a total of (B)(4) units. The lot 5g01355 was manufactured according to the wi version 34 welding in the machine ls06 & ls07 on 05/jul/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector: the lot 5f03974 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 05/jul/2025, with a total of (B)(4) units. The lot 5f03973 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 04/jul/2025, with a total of (B)(4) units. The lot 5g01393 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 06/jul/2025, with a total of (B)(4) units. The lot 5g03975 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 25/jul/2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.